Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 45mm articulating medium/thick reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the damaged knife blade. The reported condition was not confirmed as the reload was fully fired. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. A secondary condition not related to the reported condition was noted. Replication of the damaged knife may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Based on the trend, no enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that during an lar the surgeon was having a difficulty in squeezing the handle upon the 2nd fire with egia45amt. The doctor could not complete the firing. Opened another to correct the problem. Additional tissue resection was performed. Operating time not extended. Nothing fell into the cavity. No bleeding. The patient is recovered. No reinforcement material was used.